Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A rotawire drive guidewire was selected for use. During the procedure, when advancing the rotawire drive under dynaglide mode, it was noted that the wire looped, and the distal part of the wire broke off. This dsital tip of the rotawire remained inside the patient in a small side branch. The procedure was completed with another of the same device. No patient complications reported.